Event description:
During bedside report, the drager v-500 ventilator started alarming ("disc error reboot") and the monitor screen went blank. The 4 rts were at the bedside. At the alarm, rt disconnected the vent, started bagging, and a new ventilator was placed. The pt status did not change, heart rate and oxygen sats remained the same. The pt did not suffer any ill effects. Rn at bedside notified and assisted with exchanging the ventilator.